Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 07/03/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Although units were not returned, photos were provide for visual evaluation of this incident. Photo (B)(4) revealed the barrel of an IV unit that appeared smashed near the end with stress markings. Photo (B)(4) revealed a unit which was that of a needle/hub assembly partially retracted within the barrel. The barrel was smashed near the end at the location where the hub stopped. There were traces of thick media present within the unit. Photo (B)(4) revealed several packaged units of which two were identified as 18g iag blood control from lot 7165943, one was from a 16ga iag from lot 5300853 and one was from a 14ga iag from lot 6308948. A complaint history check was performed and this is the 1st related complaint reported with defect/condition of needle retraction failure with lot #7165943 regarding item #382644. DHR was conducted for this MDR investigation which disclosed lot 7165943 was built on afa line 9 and packaged on pkg line 10 from 20jun2017 though 21jun2017 for the quantity of (B)(4). All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. Sap (qn) database review; was conducted for this MDR investigation, which disclosed that there were no reject activity findings (qns) relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations of the photos provided for the incident confirmed that the damaged/smashed barrel was identified as the cause of hindering the needle from fully retracting, yet the cause of the damage to the barrel could not be identified. Although the smashed/damaged barrel was identified as the contributing factor to the retraction failure; the photos provided did not present sufficient evidence to identify a definite root cause of the damaged barrel. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.